Event description:
It was reported by a cardiologist that following a cardiac procedure an angio-seal was deployed. The patient presented with claudication symptoms in the leg with the angio-seal. An ultrasound exam demonstrated a stenosis at the puncture site. The vascular surgeons monitoring the patient, referred the patient to the cardiologist for possible angioplasty of this site. The name of the deployer and exact date of event is unknown. No additional information is available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.